Event description:
Customer reported she was hospitalized due to low blood glucose. Customer stated in (B)(6) 2013 she had the lap band done and had lost 60 lbs. Customer stated she was shopping and passed out. Customer woke up in the ambulance. Customer's low was treated with an IV but customer was unsure of what she was giving. Customer was advised to go to the hospital but customer declined and was released. Customer then had another hospitalization. Customer stated her doctor believed the lows were due to her weight loss. Doctor adjusted the settings and she hasn't had any lows after that. Customer's blood glucose was unknown at the time of the event. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-01751.